Event description:
A doctor reported that in 2003, a cv 232 sre intraocular lens was explanted from a pt's eye due to a crack in the device. There was no trauma to the pt. The lens was implanted 2 months ago. Several attempts have been made to obtain add'l info, however, no further info is available at this time.